Manufacturer narrative:
A sample device was not returned for anlaysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the lens would not come out of the cartridge. Another lens was implanted instead. Although there was patient contact, there was no patient harm. Additional information was requested.

Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Information was provide that the handpiece used was observed to be bent. No further information has been provided. (B)(4).

Manufacturer narrative:
The lens was returned in a non-qualified cartridge. Viscoelastic is observed in the device. The lens is crushed into pieces in the nozzle and the tip. There is a large aneurysm in the bottom of the nozzle where the plunger tip was forced almost through the material. The cartridge has evidence it was placed into a handpiece. Iol product history records were reviewed and the documentation indicated the product met release criteria. Cartridge history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the observed lens and cartridge damage is most likely related to a failure to follow the dfu. The 30.0 diopter iol is not qualified for use in the cartridge used. The diopter range for the iol model and cartridge used is 6.0 to 25.0. The use of non-qualified combinations may lead to delivery issue and /or damage to the lens and cartridge. Information was also provided that the surgeon indicated the plunger was bent. This may have been the cause of the observed nozzle damage and contributed to the event. Additional information was provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There are no other complaints in the lot. Product history records were reviewed and the documentation indicated the product met release criteria. The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).